Manufacturer narrative:
The subject device was returned to omsc for evaluation. The exact cause of the reported event has been under investigation. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp.(omsc) was informed that at the unspecified timing the endoscopic image of the subject device was disappeared. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As a result of this device confirmation by olympus medical systems corp. (Omsc), the reported image loss was not duplicated. In the evaluation of omsc the following was confirmed, the coating of the signal cable connected to the ccd unit was broken. The bending section rubber adhesive was cracked. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The cause of the reported event was unknown. However, based upon that the bending section rubber adhesive was cracked, this phenomenon might have occurred due to a physical damage of the signal cable connected to the ccd unit from external force and/or impact the user handling.